Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a refill was done on a pump patient on (B)(6) 2018. The hcp did a 20 cc rinse with drug first then the hcp put 40 cc into the pump without aspirating the first 20. It was a 40ml pump. It was likely the drug went into the pocket. The patient stopped breathing and was administered narcan and the nurse withdrew 20 cc from the pump. It was unclear if anything was in the pump at the time of the report (B)(6) 2018) and they would likely need to aspirate from the reservoir to confirm what the volume was in the pump for programming concerns. This was a sudden change in symptoms. The patient was admitted to the hospital. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Actions/interventions to resolve the event were unknown.